Manufacturer narrative:
The customer¿s report that the tubing set filter cracked causing blood to back up into the patient's central line during an infusion was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a lateral crack in the female luer located at the top end of the female luer opposite of the luer gate. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order where the injection gate was moved to a lower location to help mitigate and prevent female luer cracks. No signs of over torque were also observed on the female luer. Residual blood was also observed within the micron adult filter confirming the customer¿s report of blood backing up. No other damages or anomalies were observed with the set or the filter. Functional testing confirmed leaking from the cracked female luer. The root cause of the female luer crack was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer.

Event description:
It was reported from the nicu a that the tubing set filter cracked causing blood to back up into the patient's central line during an infusion of 20% intralipid infusing at a rate of 3.3 with a vtbi of 6.6. It was also stated that the filter was in use for 30 minutes prior to the event. The customer further stated that alcohol caps were in use. There were no adverse effects caused to the infant patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: diagnosis: omphalocele.

Event description:
It was reported from the nicu a that the tubing set filter cracked causing blood to back up into the patient's central line during an infusion of 20% intralipid infusing at a rate of 3.3 with a vtbi of 6.6. It was also stated that the filter was in use for 30 minutes prior to the event. The customer further stated that alcohol caps were in use. There were no adverse effects caused to the infant patient from the event.